Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An exterior visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. A pairing test with (B)(4) bluetooth device was performed and the transmitter passed. A test on the transmitter functional tester was performed and the transmitter passed all relevant testing. The share log was reviewed and the complaint allegation was confirmed. The probable cause could not be determined. The reported event was confirmed via product. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver and smart device blood glucose values were not updating. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.